Event description:
It was reported that during an implant procedure, the suture sleeve was found to be broken off from the rest of the sleeve when removing the lead from its packaging. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. (B)(4).